Event description:
Patient reported at check in true to inflammation, gingivitis, sensitivity and not fitting. Patient has no recorded history of gingivitis or periodontal disease on their account.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.